Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to customer¿s blood glucose levels. Customer declined troubleshooting. No additional information was able to be obtained.